Manufacturer narrative:
Block h6 (device codes): the problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken and bent. Additionally, the working length was torn at the proximal pierce hole towards the proximal section of the device, displacing the cutting wire from its position. The tip was cut to expose the notch and it was confirmed that the welding process was properly performed. A remnant of the cutting wire was observed still attached to the notch indicating that the cutting wire broke from the notch. The device was observed under magnification, and the cutting wire was broken from the notch and the catheter had evidence of tearing due to traction of the cutting wire towards the proximal section. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Based on the condition of the device and the available information, handling and manipulation of the device during unpacking, prepping, or testing could have contributed to the reported event. Evidence from the tear of the catheter and condition of the cutting wire suggests that the cutting wire was pulled proximally until the catheter tore and the cutting wire broke from the notch. Based on all gathered information and the analysis performed to the returned product, it was concluded that the investigation conclusion code of this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was intended to be used in the bile duct in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation outside the patient, it was found that the cutting wire of autotome rx 44 detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was intended to be used in the bile duct in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation outside the patient, it was found that the cutting wire of autotome rx 44 detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.